Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was experiencing pain in the hip area where the implant is, but the patient did not know if it was the implant or something else. The caller indicated that it was a pain for the patient to get up and when they touch it and the area was kind of sore and the pain was going down the patient's leg and in their groin area. The patient had been reportedly hurting since a reprogramming session about 3 weeks prior to the call, but it was "getting more annoying" because the pain was more pronounced. When at the programming session the patient's implant was found to be turned off, but the patient thought maybe they had accidentally turned it off before the appointment. After the programming session the patient felt stimulation in the vaginal area, but then started to feel it in other area after leaving the appointment. The caller clarified that the patient was experiencing regular local pain that was causing the patient to be very sore and painful as well as the patient sometimes feeling stimulation in the whole area of their hip and back. The patient "put the implant on" and felt stimulation in their toe which their healthcare provider (hcp) said was not good so reprogramming was done to get rid of the toe stimulation, but recently the patient felt it again in both toes. Additionally, the patient indicated that they have had a difficult time finding the right settings and the patient was not getting therapy as they were still having accidents all the time. According to the caller the device helped in the beginning, but after a while it wasn't working and the patient did not know when it stopped helping. At the time of the call therapy was found to be turned on and the patient had already reduced stimulation from 5.3 to 4.9, but at this setting the patient did not feel stimulation and was still feeling pain. The patient was then assisted with turning therapy off. The patient was advised to follow-up with their healthcare provider (hcp) to determine the cause of the pain and proper stimulation location was reviewed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.